Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, one heartstring seal did not load properly. The heartstring seal did not come out from the loader device when the delivery tube was pulled from the loader. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.